Manufacturer narrative:
Additional information provided in h.10. A part, fluid/air exchange infusion manifold, unrelated to this event was returned. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., h.6., and h.10. The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. After final assembly, each probe is verified that all required tests have been performed and all acceptance criteria were met. The customer reported the vitrectomy probe had a lower cutting performance and was inconsistent during operation. No vitrectomy probe was returned to perform visual and function testing, as a result, the condition of the device could not be verified. The root cause of the customer's complaint could not be established as the vitrectomy probe was not returned and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. After final assembly, each probe is verified that all required tests have been performed and all acceptance criteria were met. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a pars plana vitrectomy procedure, the vitrector had a lower cutting performance and inconsistent cutting rate that got interrupted and resumed again. The condition of the aspiration and the status of the patient was not reported.